Event description:
It was reported that the monitor would not power up. The monitor will be returned and a new monitor was sent. No patient complications have been reported as a result of this event.

Event description:
It was reported that the monitor would not power up. The monitor will be returned and a new monitor was sent. No patient complications have been reported as a result of this event. It was further reported that the monitor was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit board was damaged, there was a component burn, due to this condition no further testing could be performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.